Manufacturer narrative:
Citation: toggweiler s. Natural course of paravalvular regurgitation after implantation of the self-expanding corevalve: insights from serial tee measurements. J invasive cardiol. 2015 sep;27(9):435-40. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the natural course of paravalvular regurgitation after implantation of the s elf-expanding corevalve with serial transthoracic echocardiography(tte) measurements. All data were collected from a single center between march 2009 and march 2013. The study population included 50 patients (equal amount of male and female patients; mean age 82 years). All the patients were implanted with medtronic corevalve. The serial numbers were not provided. Among all patients, 16 deaths occurred during the first year of follow-up due to unspecified causes. These patients were not included in the study population. Based on the available information, none of the deaths were attributed to medtronic product.   Among all patients adverse events included: moderate paravalvular and mild transvalvular regurgitation, mitral regurgitation, permanent pacemaker implantation, second valve implantation, stroke and major vascular complication. Based on the available information, these events may have been attributed to a medtronic product. No additional adverse patient effects or products were reported.